Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low sodium results for 1 patient who is a baby tested on a cobas b 123 instrument and a cobas b 221 instrument and compared to a c6000 system. This medwatch will cover the b 123 instrument. Refer to medwatch with patient identifier (B)(6) for information on the b 221 instrument. The patient was tested on a c6000 system used in the laboratory of the intensive care unit and the sodium result was 150 (unit of measure not provided). The result from the cobas b 123 instrument was 142 (unit of measure not provided). The patient was tested on the cobas b 221 instrument since the result from the cobas b 123 instrument was not expected and the result was 140 (unit of measure not provided). It was noted that the samples were obtained 10 minutes apart. The customer is not sure if the same sample was used on the b 221 and b 123 instruments. No adverse event occurred. The sodium electrode lot number and expiration date were not provided.

Manufacturer narrative:
The customer has indicated that the sodium result from the c6000 system used in the laboratory of the intensive care unit was 142 (unit of measure not provided). The result from the cobas b 123 instrument was 150 (unit of measure not provided). The patient was tested on the cobas b 221 instrument since the result from the cobas b 123 instrument was not expected and the result was 140 (unit of measure not provided).

Manufacturer narrative:
The sensor lot number was 21561282 with an expiration date of 08/17/2016. Quality control (qc) results were within range. The slopes of the sensor related to the b 123 instrument were acceptable. Based on the data provided for investigation, strong standby drift occurred after the blood sample causing the erroneous result. The slopes and forecast signals were temporarily outside of the limits at start-up due to insufficient wetting. The cause of the standby drift is not known. Sensor retention material was tested. Certain sensors had out of limit qc at startup on levels 1, 2, and 3. After blood wetting, qc results were acceptable. The slopes of certain sensors were low at startup. After blood wetting, the slopes of all sensors were within limits. The standby drift which occurred on the sensor related to this complaint was not observed during retention testing. The blood bias was within specification. The issue reported by the customer could not be reproduced. A specific root cause could not be identified. Additional pre-analytic information was requested for investigation but was not provided. Based on the information that was received, a pre-analytic or medication influence cannot be totally excluded as a root cause.

Manufacturer narrative:
The customer indicated the same sample was run on the b 123 and b 221 instruments but a different sample was run on the c6000 instrument. The patient was a premature baby.